Manufacturer narrative:
Epimed reached out to (B)(4) who initially completed the medwatch FDA form. (B)(4) is reported to be out of office until september 2021. Epimed reached out to (B)(4), biomed at(B)(4), who reported he believed the issue with the cryo console had been fixed at their account, when a cable was switched out from the cryo console. Epimed furthermore reached out to (B)(4), patient safety at (B)(4), who also reported that she believed the cryo console had been fixed at their account. Both (B)(4) were unaware that a medwatch FDA form was being completed and sent to epimed. No other information has been provided regarding the state of the console or the health status of the patient involved. Any new information will be reported.

Event description:
In reference to FDA report number (B)(4), during a cryoablation, the current knob was being turned counterclockwise down to zero. Right at the zero point, the current went to 100, giving the patient a noticeable shock. The patient has since has persistent pain and required additional occipital nerve blocks to decrease the nerve pain.